Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Medical product - intramedullary plug lge, catalog#: 130613 lot#: 423370; oss rs poly tibial bearing 12, catalog#: 161028 lot#: 116580; oss rs poly fem bushings set/2, catalog#: 161034 lot#: 514240; oss poly lock pin, catalog#: 150478 lot#: 867330; oss poly tibial bushing, catalog#: 150476 lot#: 561550. Therapy date ¿ unknown date in 2017. This report is number 2 of 16 mdrs filed for the same patient (reference 1825034-2017-00765 / 00766 / 00767 / 00777 / 00825 - 00835).

Event description:
Patient has been indicated for revision of orthopedic salvage knee and hip components due to radiographic evidence depicting fractured fragments loose in the joint. It is unknown at this time which components have fractured. No revision has been reported to date.